Manufacturer narrative:
The pump had intermittent button response due to corroded keypad traces. The pump also had minor scratches on the lcd window, a cracked case at the display window corner, a cracked reservoir tube lip, and a stained end cap sticker.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The caller did not know the blood glucose reading. The customer stated that the up arrow button was very difficult to press to garner a response. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.